Manufacturer narrative:
This reported event has been deemed not reportable based upon additional information received from the user facility confirming that the terumo device did not have an issue; therefore, this event is currently deemed a nonreportable event.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code (B)(4) has been referenced. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after the sensor was deployed, the delivery catheter was retracted, and the pa catheter was backloaded onto the guidewire. The abbott steelcore guidewire was retracted, and the pulmonary artery catheter got too close to the sensor. The pulmonary artery catheter was retracted away from the sensor as recommended, and it was possible to remove the wire. As the wire was removed, the sensor dove down into the vessel. The sensor was moved to a good position, and the wire was taken out. An attempt was made to retract the pulmonary artery catheter, but the sensor moved along with the tip. Whenever the pa catheter moved, the sensor would move with it. At this point, the short sheath came out, and additional access was made on the right side. After trying a couple of diagnostic catheters, the pigtail catheter was the one that ended up releasing the sensor from the pa catheter tip. The sensor was then calibrated, and readings were taken with no issues to report. The delay to the procedure required additional administration of heparin to prevent clotting. The second access site was only needed due to the movement of the short sheath.